Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report stating "forceps broke. First time use. Forceps will be decontaminated and returned back in broken pieces," involving pentax reusable biopsy forceps with windows model kw-1811s/serial (B)(4). The forceps were returned to pentax medical for evaluation. Visual inspection confirmed breakage of the shaft. No other visual defects were noted. Pentax medical sent a good faith effort to obtain additional information regarding the patient and event. Additional information was received from the facility which confirmed the forceps broke during the procedure. No injury occurred to the patient or user. Minimal delay of the procedure did occur, however, no intervention was required. Patient information (i.e. Identifier, age, weight, and sex) was requested, however, not provided. The forceps were used in conjunction with pentax video bronchoscope model eb-1530t3/serial (B)(4). The bronchoscope passed all pre-procedural checks. The forceps were visually inspected and tested for functionality prior to the procedure and no abnormalities were observed. There was no resistance encountered when sliding the forceps through the instrument channel prior to or during the procedure. Pentax is currently investigating possible root cause(s) for this event.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
The forceps involved in the event were sent to the manufacturer for evaluation. The manufacturer's evaluation, received on 07/05/2016, confirmed the following: the coil and wire (shaft) were broken 95mm from the tip of the forceps. Pip and bobbin were disconnected (soldered parts). Coil area (spiral area) located 100mm from the tip has been grinded possibly to get more of a flexible angle. Based on the event details and evaluation results, the manufacturer concluded that the breakage may have been caused by the first 100mm of the forceps becoming caught in the scope channel when the forceps were inserted in the channel of the endoscope. Excessive force or impact may have been applied on the coil and also on the bobbin causing the breakage.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
On (B)(6) 2016, a device history review was performed confirming the forceps was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Given the manufacturer's evaluation, it reasonable to conclude that the forceps broke due to load on the coil and load on the bobbin part. The IFU for this model forceps cautions the user to "never apply excessive pressure when introducing any accessory since the instrument channel or the accessory may be damaged." Since no further information regarding this event has been received from the facility, pentax medical closed the investigation on (B)(6) 2017 and considers this medwatch report closed.